Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the wire became stuck with this device. An angiojet® zelantedvt¿ catheter was selected for use during a procedure for the patient¿s deep vein thrombosis (dvt) in the iliac vein. The device was used with an unspecified angled glidewire. The physician had difficulty advancing the device into the solid clot. The physician was also unable to torque the angled glidewire. The zelante catheter became stuck with the wire after the physician attempted to cross a very tight lesion (chronic clot). The tip of the zelante catheter also became damaged while attempting to push the device through the lesion. After removal from the patient, the physician used a hemostat to pull with extreme strength to pull the catheter back over the wire. In the process, coating from the glidewire came off in spots (it was confirmed that none of the coating was exposed to the patient as this occurred outside of the body). After pulling hard to separate the devices, the physician attempted to reprime the device. During reprime however, a leakage of blood and saline was noted from the tubing into the drawer of the console. The device was then replaced with another of the same device to complete the procedure without any issues. No patient complications were reported.